Event description:
A cryoablation procedure was performed using the arctic front catheter. The patient developed a pericardial effusion that required a pericardiocentesis. Over 200cc of blood removed from the pericardium. The pericardial drain was removed on 2011-(B)(6). There was no equipment malfunction that occurred during the procedure.

Manufacturer narrative:
The returned catheter was visually and functionally tested and passed the inspection as per specifications.